Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information obtained by baxter, the cause of the error was due to air being sucked into the disposable set after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Similar reports have been received. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 5. The caregiver stated that a supply bag fell and disconnected, causing the error. Gts explained that a large amount of air had entered into the disposable set and instructed the caregiver to cycle power and start over with new supplies, or finish with manual supplies. Product surveillance contacted the caregiver who said the only thing she could think of that would cause the bag to fall was the table next to the bed that the hc is on. There is a small space in between and the patient occasionally gets up in the middle of the night to use the restroom. The caregiver thinks the patient may have knocked the bag off the table when doing so. The caregiver explained the supplies were discarded and the lot information was not known. The caregiver further explained that she waited until the morning and spoke to the patient's dialysis nurse and doctor. The caregiver then stated she kept a close watch on the patient all day to make sure there was no temperature and no pain. The patient was able to continue therapy the following day without any problems. No injury or medical intervention was reported.